Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the inlet pressure(ip) was -0.2 at a circulation pump command(cpc) of 100%. They discussed that this was indicative of a failed circulation pump. He stated he would discuss repair options with the facility.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned for evaluation. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty circulation pump. However, there was insufficient information to confirm this potential root cause. It was noted that the arctic sun device would not fill. A check of the diagnostics during filling showed that the inlet pressure (ip) was -0.2 at a circulation pump command (cpc) of 100%. They discussed that this was indicative of a failed circulation pump. He stated he would discuss repair options with the facility. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. Corrections: d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the inlet pressure (ip) was -0.2 at a circulation pump command (cpc) of 100%. They discussed that this was indicative of a failed circulation pump. They stated would discuss repair options with the facility.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated, and the reported issue was confirmed during decontamination as the unit needed to prime to fill due to a weak circulation pump. Circulation (sn#: (B)(6) pump was serviced. Performed 2k pm service on the unit. Serviced the mixing (sn#: (B)(6) pump. Replaced the heater#: 1739, with new heater#: 2436, manifold o-rings, drain valves, tank tubing and the coin cell#: 15.8.13., with new coin cell#: 22.7.15. Updated graphics from 2.0.1., to 3.0.2. Verified all upgrades are complete. Run system functional checks. The system heats to 42°c and cools to 6°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product the DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the inlet pressure(ip) was -0.2 at a circulation pump command(cpc) of 100%. They discussed that this was indicative of a failed circulation pump. He stated he would discuss repair options with the facility.